Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with with rapid ventricular response (rvr). Follow up with the physician could not confirm whether or not the shocks were appropriate. It was noted that no intervention was taken. The device remains in use. No further patient complications have been reported as a result of this event.